Event description:
It was reported that the sys 2800 had issues with the camera and monitor during a procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
The failure could not be duplicated. The sys was tested and found to be working as intended and placed back into svc. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-08666. That number had already been submitted for model cardiac, serial #(B)(4) submitted on (B)(6) 2007. We are submitting this report to replace the duplicate report number for this device.